Event description:
Physician reported that the filterwire ex system was advanced across the lad lesion but could not get the filterwire ex to cross the lesion. The physician attempted to remove the filterwire ex system and the 3 cm guidewire tip broke off. The physician attempted to snare the tip unsuccessfully. The pt was sent to surgery to remove the tip. Final pt status was not reported.